Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon deployment of the sensor wire, the patients mother noticed the sensor wire detached and on the sensor applicator. The patients sensor was inserted into the arm which is considered an off label area. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body. However, a root cause for the reported detached sensor wire cannot be determined.